Manufacturer narrative:
The reported field event of failure to interrogate was not confirmed in the laboratory. The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and bvvi reset could not be reproduced.. The cause of the bvvi was an undetermined source.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker could not be interrogated in its box. Additionally, it was noted that the pacemaker was in backup vvi mode. There was no patient involvement.